Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the box of the device had allegedly opened on one end and taped shut. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found with heavy damage of the card box, and with shipping label fixed directly on the product card box with clear adhesive tape. Beyond the shipping label residuals of the original bd shipping box are visible which indicates that the label had been cut out, and that originally, the shipping had been correctly sent with shipping box. The card box had been opened and was taped shut, as reported. Provided images match the condition of the returned sample. Based on the investigation of the provided information, the investigation is closed as confirmed for packaging damage. The issue was considered as being related to the shipping of the device. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'do not use the device if packaging/pouch is damaged.' H10: (expiration date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the box of the device had allegedly been opened on one end and taped shut. There was no patient contact.